Event description:
It was reported that the procedure was to treat a lesion in the posterior descending artery with no tortuosity or calcification. The 3.0 x 8 mm trek balloon catheter was prepared per the instructions for use, prior to use in the anatomy. The trek was advanced without issue to the lesion and attempted to be inflated to 8 atmospheres (atm); however, the balloon did not inflate at all. The device was removed without issue. The physician commented that there may be a hole in the balloon. A non-abbott balloon catheter was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported inflation difficulty or balloon pinhole was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.